Event description:
It was reported " vascular access rn was getting 100% tip confirmation in the center of the vessel, and when he would try to advance the catheter, it slides in without resistance and once it was inserted he would get no blood return. Some were difficult to flush and others would not flush at all. Actually, on one patient had positive blood return however pain while he would flush".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0327 showed no other similar product complaint(s) from this lot number.